Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe broke at the tip. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one sample unit belonging to lot number 1710220 was received for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production of lot number 1710220 that may have contributed to the reported incident. Through visual inspection of the sample received, the syringe barrel was observed broken at the barrel edge. It has been determined that the breakage resulted from weakness in the barrel edge of the product. A quality project was completed in september 2018 to reduce the occurrence of this defect. Part of the project included a change in the molding structure to strengthen the barrel component. The sample belonging to this incident was manufactured prior to the completion of this quality project, therefore, additional corrective actions have not been determined necessary at this time. The manufacturing facility has been made aware of this incident. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ syringe broke at the tip. There was no report of exposure, injury, or medical intervention.